Event description:
Baxter field service received a customer complaint involving a pump that detected failure code 403. The customer did not have enough information to determine when the failure occurred. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.